Event description:
This is an adverse event occurring in a pt who has long-segment barrett's esophagus with intramucosal adenocarcinoma. First treatment was with endoscopic mucosal resection in 2008 with removal of the cancer. After circumferential ablation in 2008, he developed a stricture at the emr site which was successfully dilated. After additional staged focal ablation in 2010, he developed a stricture which was again successfully dilated. The pt reports no current symptoms and the adverse event is resolved.